Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed as no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
N the morning of (B)(6) 2017, the patient was disoriented and his son had to test his blood glucose (bg) levels. The son used an alternate meter his father had at home and the patient¿s bg read 1.7 mmol/l (30.6 mg/dl). The patient then consumed two juice boxes due to the low result. The patient was subsequently admitted to the hospital with a bg level of 90 mmol/l (1622 mg/dl) and was diagnosed with diabetic ketoacidosis (dka) as well as pneumonia. The patient was intubated at the hospital but extubated himself. It is unclear the exact cause of the dka and if he had pneumonia prior to the hospitalization or if it was related to his intubation. It should also be noted the patient had an infection on his leg that was being treated with intravenous (IV) antibiotics for the past 3 weeks. It is unclear if the infection was related to the device. The patient¿s registered dietitian and diabetes educator believe the patient¿s son may have used a ketone meter inadvertently thinking it was a blood glucose meter. The patient was re-educated, with his son, about testing for ketones versus sugar and managing ketones at home, should he have any. The patient was discharged on manual daily injections but started back on omnipod. After contacting the patient, in order to obtain additional information, the patient stated his doctor was unable to determine what led up to the medical event and refused to provide additional information.